Event description:
It was reported that the user experienced a temporary loss of glucose readings from an fsl3+ sensor paired with the ilet pump, and the pump displayed a pairing failed alert that resolved after the user rescanned the sensor, after which readings resumed. Symptoms included no clinical symptoms. Outcomes included no impact to health and no need for medical care. Investigation included review of alarm history and guided troubleshooting with sensor rescan. Investigation of this case revealed a transient communication or pairing issue that resolved with re-pairing, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-performed corrective action restoring communication.